Event description:
It was reported that while using bd rapid detection of sars-cov-2 veritor¿ the customer was getting false positives on bd veritor rapid covid-19 testing when confirming with pcr . This event occurred 1 time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer was getting false positives on bd veritor rapid covid-19 testing when confirming with pcr" (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges false positive when using rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Patients were pcr negative. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The complaint was unable to be confirmed. The root cause could not be identified. There are no current trends against false positive. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that while using bd rapid detection of sars-cov-2 veritor¿ the customer was getting false positives on bd veritor rapid covid-19 testing when confirming with pcr . This event occurred 1 time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer was getting false positives on bd veritor rapid covid-19 testing when confirming with pcr." Eua (B)(4).